Event description:
During a cystoscopic stone removal procedure, the ureteroscope was passed over a wire up to the renal pelvis. The scope became lodged. The scope was removed with some resistance. It was then noted that approx 3cm of black sheathing from distal end of scope was missing. The procedure was stopped. Two attempts were made to locate the foreign body through percutaneous nephrostomy, but were unsuccessful in locating the retained piece inside the renal system. Pt continues to have percutaneous nephrostomy tube to date.